Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had an existing thrombus on the atrial lead and was prescribed coumadin in 2008. On (B)(6) 2013 the patient was hospitalized for shortness of breath. The lead was explanted and replaced on (B)(6) 2013.